Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 25 mg/ml of infum orph at 8.992 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was experiencing a lack of therapy. During a replacement surgery in which the patient¿s pump was to be replaced with a larger pump, the patient¿s health care provider decided to replace the patient¿s catheter as well. The issue was reported as being resolved. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that it was unknown when the patient first started experiencing the lack of therapy. It was also unknown to the rep if the if there was a device issues, patient/therapy issue, or procedure issue related to the lack of therapy. The patient's scheduled replacement of a 20 ml pump with a 40 ml pump was said to be not related to the lack of therapy. The cause of the lack of therapy was unknown, a bend in the catheter just after the anchor was seen during replacement. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient had no lack of therapy. The pump had to be repositioned and changed to a 40 ml pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.